Manufacturer narrative:
Additional information h11: the reported 'high downstream occlusion maximum pressure above 9' that was unable to be reproduced during evaluation however, the force sensor requires calibration as a precaution.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a high downstream occlusion with the maximum pressure above 9 occur during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'high downstream occlusion maximum pressure above 9.' Was unable to be reproduced and inspected by downstream occlusion testing due to constant system error 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation a system error 322 occurred. The cause of the condition was determined to be the failed I/o processor board. The I/o pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.